Event description:
It was reported that the insulin pump was scratched on the screen, which made the display difficult to read. The blood glucose reading was 150 mg/dl. The customer stated that she thought that her grandson kicked the insulin pump while she had been carrying him. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.